Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that this record is duplicate. This record is no longer reportable and will be unreported.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV". This record is for the unknown side. Device status unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.